Manufacturer narrative:
Citation: ryan gouveia e melo a,* , carlota fernández prendes a , daniel caldeira b. Systematic review and meta-analysis of physician modified endografts for treatment of thoraco-abdominal and complex abdominal aortic aneurysms. Eur j vasc endovasc surg 64 2022. 1 0.1016/j.ejvs.2022.04.015 a2: mean age a3a: mean gender earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'systematic review and meta-analysis of physician modified endografts for treatment of thoraco-abdominal and complex abdominal aortic aneurysms.' The time frame of this study was: included studies were published over 9 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: endurant;  among patient adverse events included: endoleaks (type I or iii) no further information was provided pertaining to medtronic products.